Manufacturer narrative:
Manufacturer¿s investigation conclusion: the report of suspected pump thrombosis could not be confirmed through this evaluation as no images were submitted for analysis and the device was not returned for evaluation. Furthermore, a direct correlation between (B)(6) and the report of elevated lactate dehydrogenase (ldh) levels and other comorbidities could not be determined through this investigation. The submitted log file contained events and data from (B)(6) 2023 that primarily consisted of pulsatility index (pi) events. No other notable events or alarms were captured. The pump speed remained at or above the low speed limit and the log file appeared to show the pump operating as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists device thrombosis and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Pump speed, power, flow, and pulsatility index (pi) are also addressed in section 1 of this IFU. Section 4 explains that pi events may be initiated for reasons other than true suction events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power and sudden changes in pump speed. Section 4 notes that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. There are no audible alarms with a pi event. Section 6 explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The patient care and management section of the IFU outlines indications of thrombus and how to respond to such events. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the possible thrombus was not confirmed but suspected due to the patient having a computed tomography(CT) scan that showed an elevation in lactate dehydrogenase(ldh) levels.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2023 due to possible pump thrombosis and other comorbidities.